Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned for analysis, therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. There was no reported device malfunction associated with the cds. A review of the device history record showed this lot met specification, as the released devices passed all in-process and final inspections; there were no non-conformances that would have contributed to this event. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The hypotension was most likely secondary to the pericardial effusion. The reported additional therapy / non-surgical treatment was a result of case-specific circumstances, as pericardial cannulation and aspiration was performed to treat the pericardial effusion. Although a conclusive cause for the reported pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The event was reviewed by abbott vascular senior medical advisor, who comments: pericardial effusion is the result of perforation of the cardiac muscle into the pericardial cavity with an increase in fluid volume in the intrapericardial space. The clinical impact of an effusion can range from asymptomatic to hypotension to cardiac arrest. The condition may warrant immediate intervention depending on the clinical impact to the patient. Intervention includes percutaneous drainage of the effusion and surgical exploration to drain the effusion and remedy the injury. The mitraclip procedure can result in pericardial effusion due to the use of transseptal puncture to introduce the system to the left side of the heart via transvenous access. Non-abbott vascular instruments are used to perform transseptal puncture and often include a needle, sheath, dilator and guidewire. If pericardial effusion occurs at this step, there may be a delay in presentation due to the rate and amount of volume that accumulates in the intrapericardial cavity. In the incident referenced here, an effusion was recognized during insertion of the clip delivery system and the steerable guide catheter was already in position in the left atrium. There was no indication that either the sgc or cds were causal or contributory to the effusion. The most likely cause of the effusion in this situation is the guidewire or transseptal needle used during puncture of the interatrial septum.

Event description:
This is conservatively filed for pericardial effusion noted while the clip delivery system (cds) was in the left atrium. Although there was no device issue, the cause of the pericardial effusion was not known and the cds cannot be excluded as potentially causal or contributory to the effusion. It was reported that during a mitraclip procedure, the transseptal puncture was not difficult, but during puncture of the septum with the needle, the needle drifted in the anterior position; there was no contact with the aorta. There was no difficulty inserting the cds through the steerable guide catheter (sgc) and into the left atrium. When the cds was straddled with the sgc marker, a pericardial effusion was observed. The patient's blood pressure and oxygen concentration dropped. Pericardial cannulation and aspiration was performed. The patient was stable. The mitraclip procedure was aborted. Reportedly, the cause of the pericardial effusion was not known. No additional information was provided.